Manufacturer narrative:
D9--device returned to manufacturer on 15-aug-2023. One (1) used sample list #unknown, transfer set with stopcock and filter were received for evaluation. As received the device presented two (2) tubing cut and a wetting out condition in the filter was observed. No mating device was returned. The set was tested as per procedure and both filter vent leaked during the test, no occlusion or additional leaks was observed. Where, how and when these tube cut were done its not possible to determined. Complaint of leak can be confirmed based in the physical sample evaluation. The probable cause is typical due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.

Event description:
The incident involved an unknown tri-fuse transfer set and micron filter. The customer reported on a medwatch report (uf/importer report (B)(4) that an infant had a PICC (peripherally inserted central catheter) line and fluids running with a tri-fuse transfer set when the micron filter cracked and began leaking. A sterile tubing change done. The device is a single-use device that was not reprocessed and reused on a patient, and this is not a laboratory device or laboratory test. There was patient involved and no patient harm.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.